Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism. The full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis finding: no anomalies found.

Event description:
It was reported that during implant attempt, the lead was implanted and then checked through the psa cable. The box was then attached and inappropriate pacing and sensing was observed. The connection of lead to the device was then checked and all appeared okay with the connection. Inappropriate pacing and sensing were still observed. The device and lead were not implanted. A new lead and device were selected and implanted. There were no patient complications reported as a result of this event. It was reported that at implant of the lead and ipg inappropriate pacing and sensing was observed. The connection of the lead to the device was then checked and all appeared ok. Therefore the ipg and lead were replaced.